Event description:
It was reported that the user¿s ilet pump issued a high glucose alert over 400, and the user disclosed they had been disconnected from the system for about four hours; no confirmatory fingerstick reading was available, and the agent provided troubleshooting and education to allow corrective actions to occur and instructed the user to call back as needed. Symptoms included no reported physical complaints at the time of the alert. Outcomes included no hospitalization or medical intervention beyond routine guidance. Investigation included remote troubleshooting and user education. Investigation of this case revealed hyperglycemia with an unclear cause in the setting of recent device disconnection, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.